Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on and not charging the battery. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not turning on and not charging the battery. The customer replaced the power cord, but the issue remained. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that the device powered on with a charged battery; however, the device was not getting alternating current (ac) power. The asp replaced the power management (pm) printed circuit board assembly (pcba), but the issue persisted. Additionally, multiple outlets and ac cords were tried, but issue continued to occur. The asp found that the ac inlet was getting power and determined that the device needed a replacement power supply. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not turning on and not charging the battery. The customer replaced the power cord, but the issue remained. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that the device powered on with a charged battery; however, the device was not getting alternating current (ac) power. The asp replaced the power management (pm) printed circuit board assembly (pcba), but the issue persisted. Additionally, multiple outlets and ac cords were tried, but the issue continued to occur. The asp found that the ac inlet was getting power and determined that the device needed a replacement power supply. The asp replaced the power supply, ran tests, and found that the device ran on both ac and direct current (dc) power and switched seamlessly. The asp also ran the diagnostic report (drpt) and did not see any errors. The device passed the required electrical safety testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.